Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 2.8mmol/l, with confusion, and a headache, associated with an alleged call service alarm issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed multiple call service 078 alarms occurred in one day. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a call service alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 19-mar-2019 device evaluation: the device has been returned and evaluated by product analysis on 20-feb-2019 with the following findings: during investigation, the black box verified the pump alarmed with a call service 078-008 (motor error) alarm on 30-dec-2018. Deliveries did not resume when the motor alarm occurred. According to the total daily dose history, the pump was delivering the programmed basal rate prior to the motor error. The pump passed all required testing including the basal duration and the delivery accuracy testing with no alarm duplicated. The allegation of a call service 078 alarm issue was not duplicated or confirmed during investigation. There was no defect found. Unrelated to the original complaint, the pump¿s cover was removed and there was evidence of moisture corrosion located on the motor flex connector and the surrounding printed circuit board components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.